Manufacturer narrative:
(B)(4). After the investigation the product was determined to be stripped/bent. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for unknown reason.